Event description:
The customer reported three separate evis exera iii xenon light source devices receiving b30 scope communication errors during preparation for diagnostic procedures. Reportedly, the staff either switched to a new scope without getting an error message, or they moved the patient to a different procedure room. In all three events, the procedure was completed according to the initial reporter. This is report 1 of 3. Please refer to patient identifier numbers for the two related complaints:(B)(4).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ based on the results of the investigation and the information provided, investigation believes that one of the following caused the reported event to occur: some form of foreign residue was still present on the connectors, compromising the connection. The connection to the digital light source may have also been unsecure. When the electrical contacts are unstable, communication between the scope and the video processor may fail and b30 error may be displayed. This might be the reason why the communication from the light source device to the video processor became unstable, and b30 error occurred. Olympus will continue to monitor the field performance of this device.